Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: 22ga piv was inserted but catheter unable to thread. When needle/catheter removed from patient, needle was through the catheter.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: 22ga piv was inserted but catheter unable to thread. When needle/catheter removed from patient, needle was through the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-dec-2022. H6: investigation summary bd received an unsealed 22 gauge insyte autoguard winged device from lot 2136399 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already retracted. The needle appeared to be slightly bent with media present and the catheter tip appeared to be rough. Next, a flush test was performed to check for any leaks or holes in the catheter and some bubbles were observed coming from the catheter. The unit was then microscopically inspected and some damage was discovered on the catheter tubing. The pattern of the damage observed resembled a bevel spear through with some scratches also discovered inside the catheter adapter. Next, the threading was microscopically inspected but no damage was discovered. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect of needle through catheter or catheter kinked/bent. However, the engineer could not find evidence of difficulty threading. During manufacturing, it was possible for a machine misalignment to cause the needle to spear through the catheter. However, the observed damage on the catheter tubing indicated that the clinician might have been moving the needle while threading the catheter which may have caused the needle spear through as well. Additionally, if this was caused during manufacturing it would have been noticeable upon removal of the needle cover and the device should not have been used by the clinician. Since no damage was found to the catheter threading a definitive root cause for the reported threading difficulty could not be determined. H3 other text : see h10.